Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed and squirted out insulin during the manual prime. The blood glucose reading was 196 mg/dl. The drive support cap did not appear to be damaged. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to loose protruded drive support disk. Unable to perform the unexpected restart error test, prime test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. The insulin pump was received with normal operating currents and passed self-test and off no power test. The insulin pump passed the displacement test. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker.